Event description:
It was reported that a 6f angio-seal was deployed in the right common femoral arteriotomy (rcfa) post cardiac catheterization and stent placement. The patient received angio-max and plavix (dose unknown) during the procedure. Post procedure, the patient became hypotensive and the hemoglobin and hemocrit value dropped. A CT scan revealed a small retroperitoneal bleed that started at the right iliac and tracked along the colic gutter. The surgeon determined that it was a small bleed that didn't require surgical intervention. The patient received two units of blood. The patient was recovering.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The implant date and event date are unknown, only the year is known.